Event description:
It was reported patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. During the procedure, when the surgeon was using the vanguard 360 evaluation instrument set, the surgeon had difficulty utilizing the instrumentation and as a result the procedure was delayed over 30 minutes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - unknown , catalog number/lot number/expiration date - n/a, manufacture date - unknown.